Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, fold creases and white particles material was found on the shell. A weight test of the device was verified, and the device was within specification. Bubbles after autoclave disinfection process in the gel. Based on the device analysis, the final assessment is: creases/folding of implant condition was observed. Nevertheless, is not related to the manufacturing process.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade IV. And "any creases". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV and "any creases." Device has been explanted.